Manufacturer narrative:
This report is being filed to provide additional information. Investigation: upon photographic inspection of the returned disposable set, no air was observed in the return lines. Root cause: review of the returned disposable set indicated that it was assembled correctly. Signals in the rdf suggest an obstruction in the inlet line led to the alarms generated and subsequent air in the set reported by the customer. Within the first few minutes of the procedure there were several ¿inlet pressure was too low¿, ¿low-level reservoir sensor did not detect fluid¿, and ¿inlet pressure sensor malfunctioned¿ alarms. If the inlet line or inlet line trap develops an obstruction or partial occlusion from a skin plug or clot, this can cause the malfunction of the inlet pressure sensor and explain these alarms. In addition, a development of a clot in this location may cause the inlet line to stop drawing entirely, or to draw less fluid into the system because it is blocking the fluid pathway. This in turn can cause less fluid to exit the channel via the passive rbc line and can result in the reservoir alarm previously mentioned because less fluid is being returned to the reservoir than the system expects. Since these alarms occurred at the very start of the run, it is suspected that either the skin plug was drawn into the system and not diverted into the sample bag (if peripheral access was used), or clumps from the patients access site were pulled into the inlet line at the start of the run. Based on the available information, there were no leaks in the set that would have entrained air into the disposable set and the optia system operated as intended.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation is still in process. A follow-up report will be provided.

Event description:
No medical intervention was required for this event.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf suggest an obstruction in the inlet line led to the alarms generated and subsequent air in the kit reported by the customer. Within the first few minutes of the procedure there were several ¿inlet pressure was too low¿, ¿low-level reservoir sensor did not detect fluid¿, and ¿inlet pressure sensor malfunctioned¿ alarms. If the inlet line or inlet line trap develops an obstruction or partial occlusion from a skin plug or clot, this can cause the malfunction of the inlet pressure sensor and explain these alarms. In addition, a development of a clot in this location may cause the inlet line to stop drawing entirely, or to draw less fluid into the system because it is blocking the fluid pathway. This in turn can cause less fluid to exit the channel via the passive rbc line and can result in the reservoir alarm previously mentioned because less fluid is being returned to the reservoir than the system expects. Since these alarms occurred at the very start of the run, it is suspected that either the skin plug was drawn into the system and not diverted into the sample bag (if peripheral access was used), or clumps from the patients access site were pulled into the inlet line at the start of the run. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a spectra optia collection procedure, they received multiple inlet access alarms and ¿foam in reservoir¿ alarm. While the operator was troubleshooting, they observed air circulating in the tubing lines. The operator stopped and ended the procedure. A new disposable set was setup on the same machine and the procedure was successfully completed. Due to EU personal data protection laws, the patient information is not available from the customer. Patient's gender and weight were obtained from the run data file (rdf).

Manufacturer narrative:
This report is being filed to provide additional information and correct information. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A used spectra optia collection set was returned for investigation. Upon visual inspection, it was confirmed that the set was assembled correctly with no kinks, leaks, occlusions or missing parts. Flow of blood was observed throughout the set and in the inlet line, cassette and channel. There was some minor evidence of clotting in the inlet line trap. Some foaming was noted in the reservoir and rbcs were present in the vent bag. There was no evidence of air in the return line. No obvious disposable defects were identified. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that during a spectra optia collection procedure, they received multiple inlet access alarms including, ¿foam in reservoir¿ alarm. The operator stopped and ended the procedure. A new disposable set was setup on the same machine and the procedure was successfully completed. Patient information is not available at this time. Patient outcome is not available at this time.